Event description:
Swanz catheter inserted right jugular approach by anesthesiologist at beginning of coronary artery bypass graft x5 procedure. Accuracy of cardiac output readings questioned. Catheter manipulated without improvement in readings. At end of surgical procedure, attempted to remove catheter - introducer removed but unable to move catheter. Chest x-ray revealed a jugular line coiled within soft tissue, of the neck with tip in expected location of superior vena cava. Surgeon performed right neck exploration with direct removal of catheter.